Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service that the motor protection switch on an aquabplus reverse osmosis (ro) system was replaced due to burnt wires. The reported issue was confirmed by the biomed during follow-up and additional information was provided. A burning smell was observed in addition to the burnt wires. There was no observed smoke, spark, flame, or arcing. The thermal overload switch did not trip. There were no blown fuses in the local power supply. There was no local power grid issues on or around the reported event date. The system is plugged into its own breaker with disconnects at each stage. The motor protection switch was replaced to resolve the reported issue. It was confirmed that there was no patient involvement nor personal harm to anyone as a result the thermal damage.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d1 (brand name) and d4 (catalog number).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service that the motor protection switch on an aquabplus reverse osmosis (ro) system was replaced due to burnt wires. The reported issue was confirmed by the biomed during follow-up and additional information was provided. A burning smell was observed in addition to the burnt wires. There was no observed smoke, spark, flame, or arcing. The thermal overload switch did not trip. There were no blown fuses in the local power supply. There was no local power grid issues on or around the reported event date. The system is plugged into its own breaker with disconnects at each stage. The motor protection switch was replaced to resolve the reported issue. It was confirmed that there was no patient involvement nor personal harm to anyone as a result the thermal damage.

Manufacturer narrative:
Plant investigation: the manufacturer was able to confirm the reported event using the photograph provided by the customer. The cause for the failure is a bad electrical contact at the motor protection switch which causes the pump p1s to run with only two line conductors resulting in higher current and higher thermal energy. In consequence the motor protection switch could trip and the pump p1s are not able to run anymore and the device is switched off. The thermal energy results in discoloration and overheating of the wiring and blade receptacles. This device is equipped with an inadequate design of wiring and crimp connection at the motor protection switch. An internal CAPA project was opened to address this issue and could be applied to this particular failure. A new improved design has since been released as a CAPA corrective action. The device was built before this improved design was released. The issue was solved by replacing the motor protection switch in stage 2. The manufacturer recommends that all wires connected to the motor protection switch in stage 1 and 2 should be replaced against the improved design mentioned. Furthermore, replacement of the motor protection switch in stage 1 should be performed to avoid further problems.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical service that the motor protection switch on an aquabplus reverse osmosis (ro) system was replaced due to burnt wires. The reported issue was confirmed by the biomed during follow-up and additional information was provided. A burning smell was observed in addition to the burnt wires. There was no observed smoke, spark, flame, or arcing. The thermal overload switch did not trip. There were no blown fuses in the local power supply. There was no local power grid issues on or around the reported event date. The system is plugged into its own breaker with disconnects at each stage. The motor protection switch was replaced to resolve the reported issue. It was confirmed that there was no patient involvement nor personal harm to anyone as a result the thermal damage.